Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an inaccurate fill estimate was received after loading the cartridge onto the pump. The same cartridge was loaded back onto the pump and once more an inaccurate fill estimate was received. A new cartridge was loaded resolving the issue. Blood glucose level was in the 200's mg/dl range.